Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced discomfort and heart racing. Chest x-ray was ordered and found that the lead dislodged back to the coronary sinus. A lead revision was performed and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed by product analysis based on the field report. Analysis evidence or field report indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced discomfort and heart racing. Chest x-ray was ordered and found that the lead dislodged back to the coronary sinus. A lead revision was performed and the lead was explanted. No additional adverse patient effects were reported.